Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. On "05-apr-2017" the husband reported that the patient had a stoma site staphylococcus, infection that was treated with bactrim for 10 days a month ago.